Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation performed noted that the pulse generator was oversensing far r-wave. Programming changes were made. The patient was in stable condition.